Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Additional information later reported a motor stall occurred, stopped pump may exceed tube set.

Event description:
It was reported that the patient was experiencing possible withdrawal symptoms. The patient was having increased spasms and excessive sweating. The pump was delivering baclofen and bupivacaine. It was later reported that the patient had withdrawal symptoms. The pump was interrogated and a pump motor stall was noted. The pump eri (elective replacement indicator) was 7 months. The pump was replaced. The severity of the event was noted to be ¿severe¿. The outcome was noted as an ¿ongoing event¿. It was later reported that the event was related to the device or therapy. It was later reported that as of (B)(6) 2013, the patient had recovered without sequela. The patient had an additional symptom related to the event which was noted to be ¿sedated¿.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).